Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide a correction in section b3 as the date of event inadvertantly had the incorrect year and to provide the completed investigation results. 1. Investigation of the actual sample: 1.1 visual inspection of the actual sample · it was found that the thermistor probe on the venous blood inlet port had been damaged from the root. 1.2 magnifying and electron microscopic inspection of the fracture surface of actual sample · no anomaly such as mixing of foreign substance or air that could lead to fracture was found. · the fracture surface had both smooth surface and rough surface. Since smooth part was found on the fracture surface of actual sample, it was inferred that it was damaged due to momentary force applied on it. 2. Simulation test: · from the status of the fracture surface of actual sample, assuming that momentary force was applied and the product was damaged, momentary force was applied to the thermistor probe on the factory-retained product. As a result, damage form similar to the actual sample was simulated. 3. Record review: 3.1 the manufacturing history record and the shipping inspection record of the actual sample · no anomaly was found. 3.2 past complaint file · no other similar report of the product with the involved product code/lot number was found. 3.3 manufacturing date: march 8, 2022. 4. Cause of occurrence/conclusion: based on the investigation result, as a possible cause of this case, it was inferred that some momentary force exceeding the limit strength was applied to the thermistor probe on the venous blood inlet port, leading to damage. However, it was not possible to specify when the actual sample was damaged from its status, and the cause of occurrence could not be clarified. Relevant IFU reference: "if the product is dropped during set-up, do not use it.replace with another device. (A. Set-up, caution)". Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the capiox oxygenator was damaged b.u. Temperature probes on fx05 were broken. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
E3: occupation: perfusionist. G4: PMA/510(k) - k130520. Review of the manufacturing record and the shipping inspection record of the actual product confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report of the product with the involved product code/lot# from the same facility and other facilities. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.